Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 500 mg/dl since (B) (6) 2009 due to occluded infusion sets. He stated the infusion sets occlude after one day of use. He stated he has hardening of the skin. He stated he changed the infusion set and bolused through the infusion device and via syringe to lower his blood glucose. His normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.